Event description:
The patient contacted animas on (B)(4) 2013 reporting that the up arrow button was intermittently unresponsive. The patient denied any damage to the keypad and there was no exposure to moisture the patient stated that all of the keypad symbols were worn off. The patient reportedly wore the pump attached to a belt and cleans the pump with an alcohol swab. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 03/20/2013 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing confirmed intermittent responses to button presses on the 'up' arrow button. No visible damage on the keypad. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Confirmed the symbols on the keypad are worn off. Unable to read symbols on keypad.